Manufacturer narrative:
The field service engineer replaced the cpu and pm boards to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported check vent backup alarm failure. No patient harm reported.

Manufacturer narrative:
The customer returned cpu board had an intermittent failure of buzzer ls1 due to a contamination on the piezo disc which caused a reduced resistance between electrodes and prevented the circuit to oscillate reliably. This caused an intermittent ¿backup alarm failed¿ alarm (e/c 1104).